Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient had a xen 45 gel stent implanted which failed to produce results. Roughly eight months after implant, the device has disintegrated in the eye and was removed.